Manufacturer narrative:
The returned test strips were measured with the returned meter with a high-level control sample. The obtained results were in the allowed range, confirming the functionality of the complained coaguchek system. No error messages occurred during the investigation. The alleged result of 5.6 inr performed on (B)(6) 2023 was observed in the meter¿s patient result memory.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 5.6 inr and the result from a laboratory using an unknown reagent was 2.74 inr. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.". Initial reporter occupation was patient/consumer.